Manufacturer narrative:
Eval summary: it is likely that the problems encountered are related to surgical technique. No other complaint of this nature have been received for this product/lot combination and no other complaints of this nature have been received from this surgeon. The device history records were reviewed and found conforming. Dimension measure found the part to be conforming to print specs. Visual examination identified that the dovetail feature was compressed down both sides; indicating that the articular surface was not correctly placed and oriented before pushing it using the inserter instrument. It was also noted that there is gouging to the underside of the articular surface, likely due to removal.

Event description:
It is reported that the articular surface did not lock securely on to the tibial plate.